Event description:
The devices were implanted in 2004. In 05/2004, the facility's clinic administrator informed the manufacture's (MFR) vascular access specialist of the following: high venous pressure noted during dialysis treatments. As a result, the pt was sent back to interventional radiology (ir) for a dye study revealing a kink in the cannula. Ir plans to leave the valve in for now, and implant another valve. To prevent further chances of complications, the valve with the kinked cannula will be removed once the cannula track is well healed. No further details were provided at this time.